Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient received an incorrect dosage in the emergency room due to incorrect data set on the pcu. Although requested, no further information was provided. There was no report of patient harm.